Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx bifurcated stent graft. Approximately four (4) years post initial implant a review of a follow-up CT scan revealed a type ii or iii endoleak (indeterminate). There was also aneurysm growth (2cm) and possible fever (unknown temperature). The physician performed a secondary procedure where the implantation of afx2 bifurcated stent and an afx vela suprarenal were implanted. There has been no additional patient sequalae reported at this time.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following observations: type iiib endoleak of the proximal extension and aneurysm sac growth. In addition, clinical assessment determined that there was evidence to reasonably suggest a coiling of the inferior mesenteric artery at an unknown time, and removal of the left kidney post the initial implant procedure and prior to the event CT imaging. This complaint is most likely device-related due to the use of strata material. The procedure-related harms and final patient status could not be confirmed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.

Event description:
Additional information received per clinical assessment confirming that the reported leak (at an indeterminate origin) is a type iiib endoleak from the proximal extension.